Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration'), fallopian tube perforation ('perforation: fallopian tubes / migration: / failure to occlude (close) fallopian tube(s)') and ectopic pregnancy with contraceptive device ('pregnancy (termination), pregnancy (ectopic)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 and abortion. Essure confirmation test was performed . Essure confirmation test contrast computed tomography should total tubal occlusion. Concomitant products included medroxyprogesterone acetate (depo provera) from 2011 to 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), skin disorder ("hormonal changes describe: feeling up and down / skin is different / feel 20 years older,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:"), migraine ("migraines / headaches"), nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / chronic / physical pain / emotional"), abdominal pain ("abdominal pain"), menstrual cramps ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), menses painful ("painful menstruals") and pain ("aches(whole body)"). The patient was treated with surgery (removal of fallopian tubes left uterus has coil on left side of uterus, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, ectopic pregnancy with contraceptive device, pelvic pain, genital haemorrhage, abdominal pain, menstrual cramps, menorrhagia, skin disorder, cystitis, urinary tract infection, vaginal infection, migraine, nausea, tooth disorder, vaginal discharge, alopecia, menses painful and pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, cystitis, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual cramps, migraine, nausea, pain, pelvic pain, skin disorder, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection and menses painful to be related to essure. The reporter commented: plaintiff received treatment for :pelvic paiin, abdominal pain, dysmenorrhea, menorrhagia, migration fallopian tubes perforation, uterus perforation. Discrepancy noted in date of insertion (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality-safety evaluation of ptc. Event genital bleeding was updated to nonserious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I still have fragments of essure in my uterus'), uterine perforation ('perforation: uterus / migration'), fallopian tube perforation ('perforation: fallopian tubes / migration: / failure to occlude (close) fallopian tube(s)') and ectopic pregnancy with contraceptive device ('pregnancy (termination), pregnancy (ectopic)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 and abortion. Essure confirmation test was performed . Essure confirmation test contrast computed tomography should total tubal occlusion. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depo provera) from 2011 to 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain / chronic / physical pain / emotional"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), skin disorder ("hormonal changes describe: feeling up and down / skin is different / feel 20 years older,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:"), migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced dental caries ("dental problems- cavity") and gingival recession ("dental problems- gum recession"). In (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menstrual cramps ("dysmennorhea (cramping)"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), menses painful ("painful menstruals") and pain ("aches(whole body)"). The patient was treated with surgery (removal of fallopian tubes left uterus has coil on left side of uterus, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, ectopic pregnancy with contraceptive device, pelvic pain, genital haemorrhage, abdominal pain, menstrual cramps, menorrhagia, skin disorder, cystitis, urinary tract infection, vaginal infection, migraine, nausea, dental caries, vaginal discharge, alopecia, menses painful, pain, vaginal haemorrhage and gingival recession outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, cystitis, dental caries, device breakage, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, gingival recession, menorrhagia, menstrual cramps, migraine, nausea, pain, pelvic pain, skin disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and menses painful to be related to essure. The reporter commented: plaintiff received treatment for :pelvic paiin, abdominal pain, dysmenorrhea, menorrhagia, migration fallopian tubes perforation, uterus perforation. Discrepancy noted in date of insertion - (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011. Patient underwent removal of fallopian tubes left uterus has coil on left side of uterus. Bilateral salpingectomy - bilateral salpingectomy with placement of mirena. 2nd pregnancy case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration') and fallopian tube perforation ('perforation: fallopian tubes / migration:') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test was performed. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery ((B)(6) 2016 (salpingectomy bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, migration fallopian tubes perforation, uterus perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : previously added "injury" was replaced with "uterine perforation". New events -"pelvic pain, abdominal pain, dysmenorrhea, menorrhagia (heavy menstrual bleeding), fallopian tubes perforation", lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I still have fragments of essure in my uterus'), uterine perforation ('perforation: uterus / migration'), fallopian tube perforation ('perforation: fallopian tubes / migration: / failure to occlude (close) fallopian tube(s)') and ectopic pregnancy with contraceptive device ('pregnancy (termination), pregnancy (ectopic)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 and abortion. Essure confirmation test was performed . Essure confirmation test contrast computed tomography should total tubal occlusion. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depo provera) from 2011 to 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain / chronic / physical pain / emotional"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), skin disorder ("hormonal changes describe: feeling up and down / skin is different / feel 20 years older,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:"), migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced dental caries ("dental problems- cavity") and gingival recession ("dental problems- gum recession"). In (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menstrual cramps ("dysmennorhea (cramping)"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), menses painful ("painful menstruals") and pain ("aches(whole body)"). The patient was treated with surgery (removal of fallopian tubes left uterus has coil on left side of uterus, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, ectopic pregnancy with contraceptive device, pelvic pain, genital haemorrhage, abdominal pain, menstrual cramps, menorrhagia, skin disorder, cystitis, urinary tract infection, vaginal infection, migraine, nausea, dental caries, vaginal discharge, alopecia, menses painful, pain, vaginal haemorrhage and gingival recession outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, cystitis, dental caries, device breakage, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, gingival recession, menorrhagia, menstrual cramps, migraine, nausea, pain, pelvic pain, skin disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and menses painful to be related to essure. The reporter commented: plaintiff received treatment for :pelvic paiin, abdominal pain, dysmenorrhea, menorrhagia, migration fallopian tubes perforation, uterus perforation. Discrepancy noted in date of insertion - (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011. Patient underwent removal of fallopian tubes left uterus has coil on left side of uterus. Bilateral salpingectomy - bilateral salpingectomy with placement of mirena. 2nd pregnancy case- (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : events added- device breakage, abnormal bleeding (vaginal), gum recession, event onset date added. Aka name added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration'), fallopian tube perforation ('perforation: fallopian tubes / migration: / failure to occlude (close) fallopian tube(s)'), genital haemorrhage ('abnormal bleeding (general)') and ectopic pregnancy with contraceptive device ('pregnancy (termination), pregnancy (ectopic)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 and abortion. Essure confirmation test was performed . Essure confirmation test contrast computed tomography should total tubal occlusion. Concomitant products included medroxyprogesterone acetate (depo provera) from 2011 to 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), skin disorder ("hormonal changes describe: feeling up and down / skin is different / feel 20 years older,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:"), migraine ("migraines / headaches"), nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / chronic / physical pain / emotional"), abdominal pain ("abdominal pain"), menstrual cramps ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), menses painful ("painful menstruals") and pain ("aches(whole body)"). The patient was treated with surgery (removal of fallopian tubes left uterus has coil on left side of uterus, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, menstrual cramps, menorrhagia, skin disorder, cystitis, urinary tract infection, vaginal infection, migraine, nausea, tooth disorder, vaginal discharge, alopecia, menses painful and pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, cystitis, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual cramps, migraine, nausea, pain, pelvic pain, skin disorder, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection and menses painful to be related to essure. The reporter commented: plaintiff received treatment for :pelvic paiin, abdominal pain, dysmenorrhea, menorrhagia, migration fallopian tubes perforation, uterus perforation. Discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs received- new event pain was added. Pt of the event hormonal imbalance was updated into skin disorder. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I still have fragments of essure in my uterus'), uterine perforation ('perforation: uterus / migration'), fallopian tube perforation ('perforation: fallopian tubes / migration: / failure to occlude (close) fallopian tube(s)') and ectopic pregnancy with contraceptive device ('pregnancy (termination), pregnancy (ectopic)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 and abortion. Essure confirmation test was performed . Essure confirmation test contrast computed tomography should total tubal occlusion. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depo provera) from 2011 to 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain / chronic / physical pain / emotional"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), skin disorder ("hormonal changes describe: feeling up and down / skin is different / feel 20 years older,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:"), migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced dental caries ("dental problems- cavity") and gingival recession ("dental problems- gum recession"). In (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menstrual cramps ("dysmennorhea (cramping)"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), menses painful ("painful menstruals") and pain ("aches(whole body)"). The patient was treated with surgery (removal of fallopian tubes left uterus has coil on left side of uterus, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, ectopic pregnancy with contraceptive device, pelvic pain, genital haemorrhage, abdominal pain, menstrual cramps, menorrhagia, skin disorder, cystitis, urinary tract infection, vaginal infection, migraine, nausea, dental caries, vaginal discharge, alopecia, menses painful, pain, vaginal haemorrhage and gingival recession outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, cystitis, dental caries, device breakage, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, gingival recession, menorrhagia, menstrual cramps, migraine, nausea, pain, pelvic pain, skin disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and menses painful to be related to essure. The reporter commented: plaintiff received treatment for :pelvic paiin, abdominal pain, dysmenorrhea, menorrhagia, migration fallopian tubes perforation, uterus perforation. Discrepancy noted in date of insertion - (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011. Patient underwent removal of fallopian tubes left uterus has coil on left side of uterus. Bilateral salpingectomy - bilateral salpingectomy with placement of mirena. 2nd pregnancy case- (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration'), fallopian tube perforation ('perforation: fallopian tubes / migration: / failure to occlude (close) fallopian tube(s)'), genital haemorrhage ('abnormal bleeding (general)') and ectopic pregnancy with contraceptive device ('pregnancy (termination), pregnancy (ectopic)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 and abortion. Essure confirmation test was performed . Essure confirmation test contrast computed tomography should total tubal occlusion. Concomitant products included medroxyprogesterone acetate (depo provera) from 2011 to 2013. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / chronic / physical pain / emotional"), abdominal pain ("abdominal pain"), menstrual cramps ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and menses painful ("painful menstruals"), was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes describe:"). The patient was treated with surgery (removal of fallopian tubes left uterus has coil on left side of uterus, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, menstrual cramps, menorrhagia, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, nausea, tooth disorder, vaginal discharge, alopecia and menses painful outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, cystitis, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia, menstrual cramps, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection and menses painful to be related to essure. The reporter commented: plaintiff received treatment for :pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, migration fallopian tubes perforation, uterus perforation. Discrepancy noted in date of insertion on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on an unknown date: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: plaintiff fact sheet and medical records received. Events added from pfs- pregnancy (termination), pregnancy (ectopic), hormonal changes describe:, abnormal bleeding (general), infection (bladder/ urinary tract/vaginal) type:, migraines / headaches, nausea, dental problems, vaginal discharge, hair loss, painful menstruals. Medical history, concomitant drug, reporter information, aka name¸ were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.